Event description:
It was reported that a patient underwent a diaphragmatic hernia repair on (B)(6) 2012 and suture was used. On (B)(6) 2012 the suture had broken. The patient required additional surgery. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: retained samples were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.